Event description:
The surgeon alleges that the neck trial broke during trial reduction. Surgeon recovered broken piece from pt and completed case using lateralized neck trial. Surgeon indicated that this event resulted in a significant adverse event.